Event description:
During tavr(transcatheter aortic valve replacement) implant, valve became lodged in rt(right) common femoral artery. Cv(cardiovascular) surgeon states there was an issue with the valve delivery sheath. Valve was unable to be retrieved and had to be deployed in rt common femoral artery. Surgeon implanted a covered drug eluding stent within the valve to protect the artery and maintain flow.